Manufacturer narrative:
Concomitant medical products: product ID: 2088tc46 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a malfunction and electrocardiogram (ECG) looked abnormal. The ipg remains in use. No patient complications have been reported as a result of this event.